Event description:
It was reported that during a routine follow up this pacemaker could not be interrogated as it was found to be in safety mode. The patient had reported experiencing syncope, fainting and loss of consciousness. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.